Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after use a bd insyte¿ autoguard¿ bc shielded IV catheter malfunctioned as ¿the needle came out the back of the IV after the white release button was pressed and the needle retracted into the plastic cover, needle flew onto floor with wire coil around it" there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: device/batch history record review DHR review was performed on the following lot number: 7303971 the lot number was built/package on afa line 11, from november 2, 2017 thru november 5, 2017. Review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the setup and in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Observations and testing: received one used iag/bc 20ga unit and a top web label from the lot number 7303971. The unit consisted of the retracted needle/safety barrel assembly. Visual/microscopic examination: observed the needle was retracted into the safety barrel and the hub was extended out the end of the barrel. Observed that the end of the safety barrel was broken off and cracks were observed around the damage. Observed there was holes or tears in the package top web. Relationship of device to the reported incident is indeterminate. Although damaged safety barrel was found, it could not be determined if the damage resulted from manufacturing or from the user environment. Polycarbonate is a plastic that is resilient after being shaped during the molding process. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a quarterly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Other action taken: product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and process control technicians to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan.